Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was in 400 mg/dl. The customer reported that she went to bolus for breakfast and then insulin pump was saying to fill tubing, and after assistance the customer able to rewind the insulin pump and getting past the fill tubing and reconnected back to the insulin pump and was able to bolus. The insulin pump will not be returned for analysis.